Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, the monopolar coagulation function activated on its own for several seconds while the instrument was not near tissue and without the surgeon pressing the pedals. Technical service engineer (tse) reviewed the system logs and did not identify any related errors. Tse instructed to reboot the electrosurgical unit during the ongoing procedure and had the caller verify that the foot pedals in the drawer were clear.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the issue could not be confirmed through system logs; however, log review identified m-35, m-1f, m-10, and m-1c errors on various dates in april, as well as an m-b1 error in march. Visual inspection revealed minor scratches on the bezel. Functional testing demonstrated normal power-up and successful cauterization across all ports and instruments without issue. Review of the erbe logs identified m-12, m-32, m-1f, m-b0, m-0b, and m-10 errors. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was not confirmed based on the failure analysis.